Event description:
Related manufacturing report number: 2017865-2023-04535. It was reported that a patient presented with supraventricular tachycardia (svt) timeout and the implantable cardioverter defibrillator (ICD) went into delivering inappropriate therapy. It was also reported that the right ventricular (rv) lead had an over current detection (ocd) alert. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract the report.